Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did this alter the procedure in any way? Procedure was completed successfully. Is this piece also available to returned for analysis? No the hospitals policy is to keep everything. Were there any issues with the jaws of the stapler (visibly damaged)? No visual damage. Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? None of those. Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? No issues.

Event description:
It was reported that during a bypass to a sleeve gastrectomy, after the use of two separate devices a triangle piece of metal was noticed in the patient. The piece of metal was retrieved from the patient. No clips were needed. There were no patient consequences reported. Devices will be returned for analysis.